Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause of the no image issue could not be identified. The likely cause is that since there is external damage to the cable and the coupler, the image did not appear because unexpected stress was applied to the cable unit or the charge couple device unit due to user handling and these units failed. The instructions for use includes the following statements: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, the user issue of no image, black picture was not duplicated. However, there was found a cut on the cable and coupler base plate is bent causing an off-centered image.

Event description:
As reported for this event, during an unknown procedure the device yielded no image, just a blck picture. There is no reported harm or adverse impact to the patient.